Event description:
It was reported that the pump alarmed while the reported cassette was attached to the pump. The patient changed the pump to another one, but the alarm persisted. The patient changed the cassette, and after that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is the patient/consumer.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs and one cassette sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one shows a cassette product in used condition, received without the blue clip. Picture two shows the front view of the cassette product without the blue clip and with a burr on the side of the bag. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. The returned cassette sample was received in after use condition, decontaminated and inside of a plastic bag. Functional testing of the returned cassette sample included that the cassette was filled with 100ml of water and the sample was connected to a pump to look for unusual function. Results: the cassette sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. Accuracy test: the cassette sample was connected to a pump to look for unusual function. Results: the sample could be connected without problem, the sample passed the accuracy test with average delivery of 6.273 percent. The reported complaint is not confirmed, no fault was found. A CAPA has been created to address this issue. The investigation is ongoing. No lot number was provided therefore, device history record review could not be performed. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.